Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro was plugged into the generator and it immediately began smoking. They removed the device and introduced a new kit using the same cord and everything worked fine. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. A appreciatory test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 2.5. The device passed the appreciatory test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. An activation and transaction capability test was performed over five (5) repetitions using "max life test method. The device activated and transected tissue five (5) times with no cattery failure observed. No smoke and/or steam which could be considered excessive was observed during the testing. Based on the results of the investigation the reported failure was not confirmed. (B)(4)

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro was plugged into the generator and it immediately began smoking. They removed the device and introduced a new kit using the same cord and everything worked fine. The hospital did not report any patient effects.